Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in concomitant medical products, MFR site, device evaluated by MFR,adverse event problem, and additional MFR narrative. Customer reported: ¿company shunt - clogged¿. 2. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to company release criteria. 3. No other complaints for the lot. 4. The was investigated: the sample returned in a plastic bag. The sample was fixed by adhesive tape within the plastic bag. The shunt had glue residues and scratches over the surface. The lumen was clogged. After the cleaning, the lumen was open. 5. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The root cause is external - event related to patient condition/non product factors. The blockage could have been caused by many different reasons during and after the clinical procedure and it does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. However, the complaint on a clogged shunt is confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant surgery, a patient experienced a clogged stent. The stent was removed on a secondary procedure. Additional information has been requested.